Event description:
Technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the cause to be worn brake casters. The technician replaced the brake casters to resolve the issue.